Manufacturer narrative:
(B)(4). Patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor did not last for 10 days. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.